Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic right hemicolectomy, something unusual was felt when squeezing the trigger, and it was found that the clip was unformed. When the device was fired outside the patient, a teardrop-shaped clip was formed. The device was fired several times, but all the clips were formed in a teardrop-shape. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.